Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was clogged. This was discovered during use. The following information was provided by the initial reporter: complaint: problems with accessibility, the needle has been saved, clogged needles.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was clogged. This was discovered during use. The following information was provided by the initial reporter: complaint: problems with accessibility, the needle has been saved, clogged needles.

Manufacturer narrative:
H.6. Investigation: two open 30g x 5mm safety pen needle samples were returned from lot no. 9141984, cat. No. 329605 along with one open 30g x 5mm safety pen needle sample from lot no. 9051755, cat. No. 329605. A clog test as per tp700483 was carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10